Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer stated that the device was not dropped nor bumped. The customer did not have a brand new battery on hand. Customer used an old battery. The battery did not bring the display back. The customer was advised that we would replaced the device if got another failed battery test after she got the replacement aaa (B)(6) alkaline that we request she get. The customer felt more comfortable with the device being replaced. The customer was advised that the device would be replaced per request.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.